Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) level was 529 mg/dl. Customer administered a manual insulin injection to address bg. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.